Manufacturer narrative:
Investigation summary: one unused component was returned in its original packaging. The component was water leak tested and passed. It cannot be determined what caused the reported leak without the affected component. The complaint cannot be confirmed. Three nonconformances were identified during the manufacturing of the affected lot. Each nonconformance was sorted and reinspected per appliable procedures. No actions are planned to be taken at this time, but ICU medical continues to track and trend complaints to escalate issues as needed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection part where the syringe was attached was leaking/spewing fluids, including copious amounts of blood. There was patient involvement and no harm/adverse event reported.